Event description:
On (B)(6) 2019, multiple episodes of noise were detected on home monitoring and recorded on device. Patient received inappropriate therapy due to noise. Lead was explanted on (B)(6) 2019. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.